Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2014-23678, 23679, 23680. It was reported the pt was not receiving effective stimulation coverage from her scs system. Therefore, the pt stopped charging her system. As a result, the pt's ipg became inoperable. Subsequently, the pt underwent surgical intervention on (B)(6) 2014, where her ipg and leads were removed and replaced. The pt reported effective stimulation coverage post-operative.